Manufacturer narrative:
The lot number reported was 7265046. This lot number was not found for the catalog number reported. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found on a bd intima¿ ii catheter.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples were returned, but a photo was received of the product and reported fm. Our investigators were able to observe the foreign matter in the photograph provided. However due to the low resolution of the photograph they were unable to finalize the identity and root cause for the foreign material. Given the coloration and past investigations the material is most likely silicone, and its origin would be related to the manufacturing process. Silicone is applied to the cannula as a lubricant during production. Batch records were checked with no abnormality reported. Investigation conclusion: it is impossible to identify the material of the foreign matter from the photo.